Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 589 mg/dl. Customer treated their high blood glucose levels via insulin drip. Troubleshooting for high blood glucose was performed. Customer advised they were unable to perform the high-pressure test and they did not have a bent cannula. Customer performed and passed the displacement test. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose levels per healthcare provider¿s instructions.